Manufacturer narrative:
The company service representative examined the system and was unable to confirm or replicate the reported event. The system was tested and found to meet product specifications. The manufacturing device history record (DHR) was reviewed. The DHR was completed and reviewed by qa to ensure that the product was manufactured in compliance with the device master record. Based on qa assessment, the product met specifications. The system was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. Similar incident data was collected for the associated reported events. Quality assurance will continue to perform periodic monitoring for evidence of adverse trending and take further action as appropriate. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that an ophthalmic operating console had problems with aspiration. The procedure details and patient impact have not been provided. Additional information has been requested. Additional information has been received indicating that the aspiration was intermittent in the irrigation/aspiration (I/a) phase during a surgery. The surgery was completed successfully with no patient harm.